Event description:
The explanted device was received for investigation. As per the explant report the device or a malfunction of it contributed to the explantation. As per additional information received, the user was not able to hear with the device. The recipient has been re-implanted.

Manufacturer narrative:
Device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The problems described in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received for investigation. As per the explant report the device or a malfunction of it contributed to the explantation.